Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 468mg/dl. The customer stated that he kept treating, but his glucose level did not drop. The sensor was reading 54 mg/dl when he arrived at the hospital. The customer requested a replacement of the insulin pump as the sensors readings were not accurate because of the insulin pump. Troubleshooting was performed. It was found that the customer does not always calibrate when his glucose level is stable, and he treats based on the sensor values. Advised the customer that it is not recommended to treat based on the sensor values. At the end of the call asked the customer to check his glucose level, and he was treating based on the blood glucose meter, but it did not drop. No further info was provided.